Event description:
It was reported that an asymptomatic patient presented for follow-up in clinic. The cardiac resynchronization therapy defibrillator exhibited far field p-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. Programming changes were made to the device. The patient was stable before, during and after the programming changes were made.